Manufacturer narrative:
Unique identifier (UDI): (B)(4). Calibration and qc was acceptable. No issues were identified during a review of the alarm trace. The field service engineer (fse) found the sample probe had a droplet on the tip. The fse adjusted the water levels, cleaned the valve and replaced the sample probes and vacuum pump diaphragms. Carryover study results were acceptable. The investigation determined the issue identified by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant high results for 7 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c513 analyzer. Patient 1 initial result was 19.9%. The repeat result was 8.7%. Patient 2 initial result was 18.4%. The repeat result was 10.7%. Patient 3 initial result was 15.2%. The repeat result was 11.1%. Patient 4 initial result was 15.1%. The repeat result was 10.3%. Patient 5 initial result was 21.07%. The repeat result was 12.51%. Patient 6 initial result was 22.74%. The repeat result was 11.87%. Patient 7 initial result was 13.79%. The repeat result was 6.03%. The repeat results were run on a different c513 analyzer. The initial results were reported outside of the laboratory where they were questioned by a clinician. The repeat results were believed to be correct. The a1cx3 reagent lot number was 47201601 with an expiration date of 31-aug-2021.